Event description:
As reported on (B)(6), 2012 by the user, a male patient, approx (B)(6), presented for a dialysis catheter placement procedure. While the physician was advancing the micro introducer wire into a blocked vein, the wire knotted. When the physician attempted to remove the wire, the distal tip of the wire uncoiled and a piece broke off in the patient's vein. Due to the vein being occluded and there was no danger of the piece migrating, the physician gave the patient the choice of having the piece removed or left in the vein.

Manufacturer narrative:
It was reported that the defective device is available to be returned to the manufacturer for evaluation; however the device has yet to be returned. Attempts are being made to obtain the device for evaluation. An investigation into the root cause for incident is currently in progress. Once the device is received and evaluated, the results of the investigation will be sent via a follow up medwatch. A review of the manufacturing records for the reported lot number indicated all device specifications and quality requirements were satisfied.